Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed with a mammogram. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5, b.5, d.6b, d.9, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/27/2024.

Event description:
Healthcare professional reported right side rupture confirmed with a mammogram. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on patch/shell bond edge side assessed as unidentified (tear) opening and observed broken on anterior side assessed as smooth opening. Shell thickness within specification. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device was explanted.